Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was seen for follow-up due to shock therapy that was delivered. The shock was due to ventricular oversensing of noise on the rate/sense and shock channels. Further review of the device's stored electrograms noted an inhibition of ventricular pacing. An invasive investigation revealed that the df-1 terminal pins were reversed in the header.